Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (date not reported), and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 12, 2023.

Manufacturer narrative:
This report is submitted on march 14, 2023.